Manufacturer narrative:
Evaluation results: results - (other): the product pertaining to this complaint was not returned. However, the lens was returned and visual inspection showed that the haptic was torn off and missing. Surgical residue/debris on product.

Event description:
The surgeon attempted to implant a aq5010v silicone lens. The lens tore prior to insertion into the eye and the cartridge split. No patient contact. The facility stated that the cartridge malfunctioned. The lens model aq5010v, diopter 4.0. The iol injector, model and lot number unk.